Event description:
It was reported that a patient implanted with an impella cp experienced sepsis secondary to fungemia and was treated with antibiotics. A chest x-ray showed the patient had significant pulmonary edema, and the left lower leg was mottled. An external femoral-femoral bypass was placed without resolution so the pump was explanted.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: table 3.2 impella catheter components. ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings. ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Manufacturer narrative:
No product was returned for investigation. The root cause of the ischemia and sepsis was unable to be determined due to insufficient clinical details. The cause of the pulmonary edema was not determined due to insufficient clinical details. The device passed all post sterile inspection checks.